Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor's lcd was blank/black. The cause for the failure was isolated to an open l602 inductor on the ca board. The root cause for the open l602 inductor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to power on.